Event description:
The patient presented to the emergency room after receiving antitachycardia pacing (atp) and high voltage (hv) therapy while in supraventricular tachycardia (svt). The pulse generator was not sensing p-waves and due to the svt dual chamber discriminators that resulted in therapy. The physician elected to leave atrial sensing fixed at 0.2 mv and the svt discrimination was changed to ventricular only. There were no repeat occurrences of atp or hv therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.